Event description:
It was reported that air bubbles or gaps were present in the system during pumping, specifically in the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the issue with assistance by ensuring no large air bubbles remained after using the fill tubing feature, allowing them to resume insulin therapy.